Manufacturer narrative:
(B)(4). Date sent: 6/20/2024. D4: batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the surgery. After fired, noted that a few staples formed with irregular shapes and anastomotic site was oozing. Changed another one to continue the surgery, the same problem happened again. Used suture to oversew. There was no patient consequence reported, no additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 7/12/2024. D4: batch # e23110039. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary. The product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one cec45a device was returned with no apparent damage and with one cecr45g reload(b) and one cecr45d reload(c) present. The reload(b) was received fully fired, the reload(c) was received with the one-piece sled detached and unfired making it nonfunctional. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that when removing the staple retainer in an upward and distal to proximal sliding manner prior to loading the reload into the device can eject the sled from the proximal end of the reload. The IFU instruct the user to leave the staple retainer in position until the reload is loaded into the device. Please reference the instruction for use for more information. As part of ethicon ¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event "malformed staple", "hemostasis controllable", the instructions for use do contain the following caution: when positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. Firing over an obstruction may result in incomplete cutting action, improperly formed staples, and/or inability to open the instrument jaws. The event described "malformed staple", "hemostasis controllable" could not be confirmed as the device performed without any difficulties noted. Device history review. A manufacturing record evaluation was performed for the device batch e23110039, and lot number e230000722/e230000721 no non-conformances were identified.